Event description:
It reported that prior to use, after opening the package it was noticed that a metal pin in the handle was loose. Therefore, the device was not working, no activation was possible. There was no patient involved. Medtronic's initial evaluation of the incident device found that the dislodged spring clip prevented the jaw from opening and closing properly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the spring clip lodged between the device's jaw opening and closing mechanism and the handle of the device. Functionally, the dislodged spring clip prevented the jaw from opening and closing properly. The weld integrity of the device was inspected and was found to be within specification. The device was detected when plugged into generator. No electrical or wiring issues were found. Further testing was precluded due to the returned state of the device. It was reported that a metal pin in the handle was loose. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.